Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 9mm distal from the proximal markerband. No issues were noted with the tip section and markerbands of the device. A visual and tactile examination identified a shaft kink approximately 225mm distal from the distal end of the strain relief. This concludes the product analysis.

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The patient's condition following the procedure was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and severely calcified. The balloon ruptured during sixth to seventh inflation at 10 atmospheres for 40-50 seconds. Furthermore, the balloon was removed without any problem using the normal method, and the patient was in good condition after the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon was broken. The patient's condition following the procedure was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and severely calcified. The balloon ruptured during sixth to seventh inflation at 10 atmospheres for 40-50 seconds. Furthermore, the balloon was removed without any problem using the normal method, and the patient was in good condition after the procedure.